Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: p1501dr ipg, implanted: (B)(6) 2010; 4092-52 lead, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the atrial lead dislodged and was explanted and replaced. No patient complications have been reported as a result of this event.